Event description:
It was reported that the user experienced intermittent bluetooth communication loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in signal loss to the ilet only; troubleshooting involved toggling the sensor setting and repairing the ilet, after which glucose readings resumed, consistent with an intermittent communication failure potentially related to the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure, with the antenna identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.